Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. Upon receipt the monitor's pulses were monophasic, they were missing the negative pulse. The root cause of the defective pulse was unable to be positively identified. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable event. Upon servicing monitor (B)(4), the monitor pulses were monophasic and were missing the negative pulse. The last patient to use this monitor did not report any deficiencies.